Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, after getting up with normal exertion, the modular neck broke off.

Manufacturer narrative:
Section b5: additional information in description. / section f6: awareness has been updated.

Event description:
Allegedly, after getting up with normal exertion, the modular neck broke off. Additional information received on 10/18/2022: it has been indicated that the cup, head and stem were also revised during revision surgery.